Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history review of the manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. No sample available from the customer to investigate. Root cause is unknown. Teleflex will continue to monitor feedback from the customers on issues related to insufficient aerosol on water bottle products.

Event description:
The customer alleges that the unit does not produce sufficient aerosol. This issue is causing a drying of the trach/et tube.